Manufacturer narrative:
Customer contact reports no patient information is available. A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The machine was recalibrated to resolve the issue.

Event description:
The hospital reported a malfunction of the adjustable pressure limit valve causing a loss of manual ventilation. There was no report of patient injury.